Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severly tortuous and severly calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.